Manufacturer narrative:
It was reported that an ear ulcer syringe component was "defective." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and it was observed that the ear ulcer syringe component was split open. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that an ear ulcer syringe component was "defective."